Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit was displaying vent inop (inoperable), motor fault, low pip (low peak inspiratory pressure), low ve (low minute ventilation), xdcr fault (transducer fault), and high rate alarms. The customer reported the exhalation pressure transducer failed calibration. The issue occurred during patient use. An audible alarm was reported during the event and the patient was placed on a different ventilator. The customer reported no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 801). This issue will be internally investigated within carefusion.